Event description:
It was reported that prior to an unknown procedure, when scrub nurse opened the device, the tip appeared to break. There was no patient consequence.

Manufacturer narrative:
Date sent: 05/16/2008. Information anticipated, but unavailable at this time.